Manufacturer narrative:
Sc-1160 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of difficulty charging the ipg was not confirmed. However, prior to explant the data log revealed that the reduced longevity and increased charge burden is due to a high voltage used to drive the stimulation which was likely caused by the impedances. Sc-2317-70 (sn (B)(6). The returned lead was analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that lead damage was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patient experienced inadequate stimulation due to high impedances. The patient underwent a full system explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20958875/20958875.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patient experienced inadequate stimulation due to high impedances. The patient underwent a full system explant procedure.

Manufacturer narrative:
Sc-2317-70 (B)(6). The returned lead was analyzed and visual and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported lead issue was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patient experienced inadequate stimulation due to high impedances. The patient underwent a full system explant procedure.